Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of "the tip of the scope the sheath is coming off". This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, detached distal tip of the scope was found. There was no patient involvement.